Manufacturer narrative:
The root cause of this event could not be determined conclusively based on the available information. As device part number and lot number were not available, additional investigation could not be conducted.

Event description:
It was reported that the patient implanted with an onkos personalized pelvis experienced an alleged infection. The patient will be revised to remove and replace the implanted hardware. This event will be reported as a serious injury due to the revision procedure. This report captures one of the 11 implanted bone screws.